Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced right perinephric hematoma. On (B)(6) 2022, the patient experienced a sudden stomach ache around the navel and the patient went to the emergency room. Computed tomography (CT) scan ruled out a kidney cyst rupture. On (B)(6) 2022, hemoglobin was lower than hemoglobin level on (B)(6) 2022, 8 point range to 6 point range. On (B)(6) 2022, the patient received 2 units of packed red blood cells (prbc). The patient was hospitalized for further treatment. On (B)(6) 2022, despite blood transfusion, a hemoglobin rise was not evident. The patient complained of persistent abdominal pain. The contrast CT photograph on CT angiography suspected active bleeding due to hematoma's extravasation. A right renal artery embolization was performed on (B)(6) 2022. As of on (B)(6) 2022, the patient continued to be hospitalized and was under continuous follow-up.

Event description:
It was reported that the patient experienced renal dysfunction starting (B)(6) 2022 cause by the right perinephric hematoma. The renal dysfunction resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The clinician did not state any clear evidence that they have modified anticoagulation but possibly the patient condition might have been changed due to non left ventricular assist device (lvad) related issues. The patient was recovering at the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists bleeding and renal failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022, an anteroposterior non-contrast computed tomography (CT) was performed because there was no improvement in the abdominal distension and pain. On (b(6)2022, general surgery (gs) consult was performed and ruled out mesenteric hematoma and mesenteric mass in CT reading. There was no change in size and bleeding event was not clear, so it was not believed that the bleeding was caused by this. The subject had underlying chronic kidney disease and renal disease. Embolization was performed and the kidney function deteriorated. The urine output was not maintained, so continuous renal replacement therapy (crrt) was performed from (B)(6)2022 and then was converted to hemodialysis. Hemodialysis was performed on(B)(6) 2022. The bleeding resolved and the patient was discharged from the hospital on (B)(6) 2022.